Event description:
A pt who was implanted with perigee graft reported in 2008, having extrusion into vaginal canal. Additional information received in 2009, indicates the mesh was removed due to erosion, extrusion, infection, adhesions and dyspareunia.